Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the end cap of the ratcheting handle were damaged. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The ratcheting handle was returned to the manufacturer for evaluation. Testing found that the end cap was broken off from the handle. Otherwise, the handle was noted to be fully functional. If information is provided in the future, a supplemental report will be issued.